Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Complaint device was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use (nicked or gouged) the dovetail feature is compressed & is fractured on medial side & also cracked on the lateral side, not all pieces returned. Device history record (DHR) was reviewed and no discrepancies were found. Root cause could not be determined with information available as frequency of use is unknown, a condition of use is unknown, and surgical technique was followed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported via the worn instrument program that a tasp had broke.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.